Event description:
During gastric lavage procedure, lavage tube became coiled in esophagus. IV sedation required to remove tube. Placement of tube verified by ausculation prior to event. Pt with continuous emesis during procedure.